Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide procedure name, no further information is available. Please provide event date, no further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture detached from the needle easily with a slight tension. It was a control release needle. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/2/2020 additional information: d10, h4, h6 a manufacturing record evaluation was performed for the finished device qammsa batch number, and no non-conformances were identified. Additional h3 investigation summary: it was reported the sutures were detached from the needles easily. One empty open foil, a winding former with three used needles and five needle-suture combinations of product code jb841, lot qammsa were received for analysis. This product code is multi-strand and required eight strands per packet. During visual inspection of three used needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined under 20x magnification and no suture remnant was noted. The sutures were not returned to determined the assignable cause. In addition, five needle-suture combinations were visually inspected, the swage and attachment area were noted to be as expected. The sutures were dispensed and examined along of the strands, no defects were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that the sutures were detached from the needles. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -please advise how many needles of each lot ¿detached from the needles¿ during the procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.